Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has been having issues with device since sunday. Patient reports is just leaking and does not feel it and just feels wet. Patient reports it is like a dribble and does not feel when needs to use the bathroom. Patient also mentioned feels no pressure when trying to pee and only a tiny bit comes out. Patient reports was doing a lot of activity since is moving. Patient mentioned hurting in back. Patient switched to a different program and stated they felt a sticking, and poking feeling when bent over. Patient decreased stimulation. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient reports will meet with healthcare professional (hcp) and discuss issues further.